Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating the eri was considered normal battery depletion. The patient has not yet been seen by their doctor, the next appointment was not yet scheduled. The cause of the static electricity near the buttocks was unknown, and they noted there were no actions taken to resolve it and the event was not resolved. Implant details were unknown.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced pain in the area near the buttocks. The patient has pain that seems to be generating static electricity near the buttocks. Contributing factor was the patient may have experienced pain due to the depleted charge. Troubleshooting was performed. When the ins started charging with the old recharger, stimulation turned off while charging progressed by a quarter. Stimulation could not be changed to on after charging the device to a certain extent, it will be on and the patient's condition will be observed. The patient would go to a medical institution if the pain does not subside even if the device was turned on. ¿eri occurred midway¿ and the attending physician understood. Issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.